Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the right ventricular lead exhibited high pacing impedance of more than 2000 ohms with intermittent pacing inhibition. A unipolar testing showed better impedance but still exhibited noise causing intermittent pacing inhibition. Additional information obtained from the field representative that there was no confirmation of lead fracture. However, there was evidence of the lead not functioning as expected. The rv lead was capped and was out of service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.